Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were changed after receiving a low flow/air leak alert.

Manufacturer narrative:
Received 1 used universal arcticgel pad with the original unit packaging. During visual examination the trim pattern on the pad was found to be correct and the energy connector was free of damages and presented with a good connection. No manufacturing issues were noted during the visual evaluation. A functional evaluation was performed via a flowrate test using the arctic sun machine model 2000. The pad was connected to the device for 10 minutes: a total of 1.80 l/min m2 flow rate was registered during the test, the pad was noted to be crushed. According to the test method the flow rate for universal pads should be 2.4 l/min m2 however the pad only registered 1.80 l /min m2, flow rate. The pads flowrate was found to be out of specifications. The device history record was reviewed and found nothing that could have cased or contributed to the reported event. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.